Event description:
It was reported that on (B)(6) 2024, following a patient´s operation an x-ray of the specimen removed from the patient, revealed that a piece of the material used to insert the clip was also present in the tumor additionally to the clip. The piece of material was there since implantation on (B)(6) 2024. There were no noticeable incidents during the examination apart some resistance when removing the material to insert the clip. No patient injury reported and no medical intervention required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.